Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over two (2) months with no previous reported issues prior to this reported event.

Event description:
It was reported that during spectral testing lnop sensors manufactured within 2015 are showing a deviation of +5%. There was no known impact or consequence to patient.